Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial# (B)(6), product type: recharger; product ID: 97745bp, lot# nlh060985n, product type :accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was torn cable insulation at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that her remote went dead and said no battery in and should have had some left. Pt states she did a partial charge last night and put remote back on to wall to charge and went to charge today and still is blank. The pt was advised to reset controller. The troubleshooting steps that were taken on the call resolved the issue for some to come on however wouldn't charge to the wall. Pt's ins is 30% and the remote is 0%. Sending lithium battery to the pt as caller states the battery is coming apart; battery split apart. No symptoms were reported. Additional information was received from the patient on 2022-mar-07. Pt called back stating their the problem was not resolved. Pt then placed their husband on the phone to explain the issue. Caller stated that the issue was that the recharger (rtm) relay box and paddle were getting very hot while recharging the ins, so the controller battery was draining and not holding a charge due to the issue with the rtm. A replacement rtm was sent to the patient.